Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. Date: (B)(6) 2011: I-stat result: 0.01 ng/ml time: 09:17. 0.08 ng/ml at 12:11. 0.02 ng/ml at 13:19. There was no lab performed. The suspected discrepant result was released to a physician. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s food & drug administration.